Event description:
Upon further review of the complaint, it was reported that the allergy testing performed is diagnostic, and not a medical intervention to treat the reported skin reaction. The symptoms described are more consistent with a reaction to the adhesive patch than an issue with the puncture site. This report was submitted in error and is a non-reportable event. Please disregard the initial MDR for report number 3004753838-2020-146707. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The reaction was described as a wound the size of the sensor patch. The patient consulted a healthcare personnel (hcp) and was prescribed cortisone ointment. The patient had already using barrier products IV prep, sureprep and stomahesive. The hcp performed allergy testing; no results were available. No additional patient or event information is available.